Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; no relevant manufacturing issues were identified for the reported lot as all units met stryker specifications. Securing mechanism fracture was confirmed via correspondence with the sales rep and visual inspection of the returned device. The plausible root cause of the reported event cannot be identified conclusively as not all the pieces of the device were returned for evaluation.

Event description:
It was reported that; medial arm of retractor broke and rendered useless. "Pulling" mechanism of medial arm screw broke and made the arm unable to lock in place when retracted medially.

Event description:
It was reported that; medial arm of retractor broke and rendered useless. "Pulling" mechanism of medial arm screw broke and made the arm unable to lock in place when retracted medially.